Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44, that has a similar product distributed in the us, list number 06l22. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hbc ii assay package insert contains information to address the current customer issue. Analytical sensitivity was evaluated by using in-house retained reagent kits of lot 48156li00. All results met specifications across three different architect I-systems. Clinical sensitivity of this lot was evaluated against a commercially available panel. All results met specification. Results demonstrate the acceptable performance of this reagent lot. A likely explanation for the erratic results the customer observed is sample integrity. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Event description:
The customer reports that one donor sample generated a (B)(6) architect anti-hbc ii assay result for a sample tested on an architect i2000sr analyzer. A result of (B)(6) was generated. The customer uses a cut-off value of (B)(6) and a grayzone of (B)(6). A separate plasma sample from the unit of blood read (B)(6) and a serum sample read (B)(6). The plasma sample was retested and read (B)(6). Controls have been within specifications. There has been no adverse impact to medical management reported. (B)(6) testing on this sample was (B)(6).